Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an implant inserter would not retain an implant during surgery. This was discovered at the back table before the implant was introduced into the patient. An alternative inserter was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned inserter was examined. The slot width of the inserter tip was found to be slightly undersized, likely from wear over multiple uses. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.